Event description:
It was reported that the ilet charger would not display a solid green light and the ilet did not charge after troubleshooting was completed, and a replacement charger was arranged. Customer care provided support that included arranging for replacement logistics. Investigation of this case revealed a charger performance issue preventing proper charging. Symptoms included no clinical effects. Outcomes included replacement supplies shipped, and user education provided. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the external charger.